Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was changing the sensor and when the green button was pressed on the serter to pull the serter off, the needle did not extend back in and the sensor felt like it did not insert all the way. Then when she was changing the infusion set, the sensor fell out. The sensor would be replaced and returned for analysis.

Manufacturer narrative:
We were unable to perform insertion complaint, due customer returning sensor only and no needle.